Manufacturer narrative:
H6: investigation summary; a complaint of set breaking off at the top of the pumping segment was received from the customer. No product or photo was returned by the customer. The customer complaint of separation could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2426-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the adaptor. There was no report of patient impact. The following information was provided by the initial reporter: alaris IV set breaking off at top of slastic pumping segment just below blue upper fitment.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd alaris pump module smartsite infusion set the tubing separated from the adaptor. There was no report of patient impact. The following information was provided by the initial reporter: alaris IV set breaking off at top of slastic pumping segment just below blue upper fitment.